Manufacturer narrative:
Examination of the submitted device did not reveal any evidence of abnormal or premature wear. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The investigation did not find any evidence of product failure or product error. The investigation could not draw any conclusions regarding the root cause of the reported patient knee infection. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Patient was revised to address suspected infection.